Event description:
It was reported that the patient is experiencing decrease in performance with the device. Revision surgery is under consideration. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.